Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event were reviewed. Visual analysis of the device photographs identified device patch with lot number 2598242, catalog number 68-300, and fluids inside the device. Due to the impossibility to perform a microscopic analysis, it is not possible to determine the most likely failure mode through device analysis performed through photographs.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.